Manufacturer narrative:
Visual analysis was performed on the returned device. The suture retrieval issue was confirmed. The device condition indicates the plunger may not have been fully depressed flush with the handle such that the posterior needle was not blown through the posterior foot. Analysis of the returned device found a cuff tab detachment. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. Although, the broken cuff tab was not returned, no adverse patient health impact has been reported. Lot history record (lhr) and exception reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a coil interventional procedure using an 8f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.